Event description:
Reporter alleged blood glucose measured 189 mg/dl, and customer took 20 units of insulin, 1/2 hr later started feeling low. It was stated customer thought glucose was 40 or 50 mg/dl and when attempting to test on the meter, was unable to obtain a result due to an "off" message. Reporter indicated customer had to have a relative help him to the kitchen where he was able to take 3 glucose tablets, a banana, and a reece cup. A request was made for the return of the suspect device and replacement product was sent.